Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00801803601, lot number: 63186829, brand name: cocr heads. Multiple reports were submitted along with this report 0002648920-2021-00212. X-ray review by third party hcp states that ap pelvis demonstrates bilateral total hip arthroplasties with symmetric position of the femoral heads and osteopenia. No bony fracture. No radiolucency to suggest loosening of the hardware. Reported event was unable to be confirmed. Review of the device history records identified no related deviations or anomalies during manufacturing. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to unknown reasons approximately 5 years post implantation. Additional information on the reported event is unavailable.